Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (gap). It was reported that the clips fell into the abdominal cavity. There was no pt consequence.